Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons are unresponsive. Customer blood glucose value was unknown the time of the incident. The customer stated that the battery life was diminished and battery cap was worn. The customer was received error code. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No unexpected error message anomalies noted. Device received with stripped battery cap coin slot(p).